Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided (customer¿s reference range is <0.026 ng/ml): sample ID (B)(6) initial result, on (B)(6) 2022, was 4.4, repeat was 0.03 ng/ml. The sample was repeated at another facility and the result was 0.03 ng/ml. The sample was recentrifuged and precision testing was performed with results ranging from 0.022-0.027 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Trending review determined no related trend for the issue for the product. The historical performance of the lot 40623un22 was evaluated using worldwide data from abbott link for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 40623un22 are within the established limits. The investigation identified that the specimen type and sample preparation was not being used to per package insert. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect stat troponin-I, lot number 40623un22, was identified.